Event description:
It was reported pt underwent a revision procedure approximately 11 years post-implantation due to unknown reasons. The head and the stem were both exchanged. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- head. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00552. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A timeline was created based off the information provided by legal, which states the initial right tha occurred on (B)(6) 2011, and a revision on (B)(6) 2022 due to unknown reasons, where the head and stem were removed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4) ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4) ponce.